Event description:
It was reported that (1) device was used during a evh procedure. It was reported by the rep that the or supervisor reports that the al326 had no clips. A second al326 was used to complete the case. The or time was extended 5 minutes.